Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) year old male patient had blisters under the electrodes. The blisters developed into open sores. The patient's physician gave him a cream for the rash and allowed him to remove the lifevest. Follow-up indicated that the rash had improved and he was able to wear the device again.